Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the lens dislocated in the capsular bag. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the lens was damaged and incomplete, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing record review for this production order (po) revealed that there are no related deviations. A review of the dimensional inspection performed at lens generation revealed that all dimensions are within specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. Based on historical complaints review, no product deficiency was found.   The directions for use (dfu) was reviewed which adequately provides warnings related to centration of the intraocular lens.   Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.